Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter); 102 ventricular sensing integrity counter (sic) since (B)(6)-2016.

Event description:
It was reported that the patient's lead had oversensing and sensing integrity counter (sic) coinciding with capture management test. The lead the reprogrammed and remains in use. No patient complications have been reported as a result of this event.